Event description:
It was reported that the seat of the 9780 shower chair broke on the seat. The break is from left to right, edge to edge. The crack is all the way through so that the device is see through, but not broken completely in half.